Manufacturer narrative:
Initial reporter phone # (B)(6). Investigation summary material #: 364314, lot/batch #: 2207932, bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that the blood inside the blood collection device leaked behind the plunger. The following information was provided by the initial reporter the patient used a ventilator to assist breathing, and the doctor ordered a blood gas analysis. The nurse took the patient's blood for testing. The blood was collected according to the routine operation. After the end, it was found that the blood inside the blood collection device leaked behind the plunger.